Event description:
It was reported that customer experienced an occlusion alarm. Customer's blood glucose level was 288-289 mg/dl. Reportedly, customer replaced cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.